Manufacturer narrative:
G3 correction ¿ the initial report date should have been 09/19/2024. This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ based on the results of the investigation as well as the device evaluation, a definitive root cause for the reported failure mode could not be confirmed. However, it is believed that this issue was caused by physical or chemical stress introduced to the device. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation that the flex deflectable videoscope exhibited a peeled adhesive around the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.